Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error during a basal attempt. The most recent blood glucose reading was 170 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. The customer also noted that he was put on new medication for kidney disease and was working with his doctor to get better at maintaining his blood glucose while adjusting to the new drug. Nothing further reported.